Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran for a moment and then would stop. It was further noted that the triggers and coupling levers were sticking and the components were severely corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be user error due to immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the small battery drive device was making a weird noise while in use with the battery device. It was reported that there was no delay to the procedure as a spare device was available for use and the surgery was successfully completed. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.